Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous right coronary artery (rca). The 3.0x18mm vision stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy. During withdrawal of the sds, resistance was met with the patient's anatomy, and the stent implant flared, then dislodged. The dislodged stent implant was successfully retrieved using a snare device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.